Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
At (B)(6) 2016, the primary surgery was done with gamma long nail. At (B)(6) 2017, the pain occurred and the revision surgery to the artificial femoral head with exceter stem was done. The nail was broken at lag screw hole . Therefore, drilled hole in the femoral condylar and beated up the bail with ametal rod to remove it. The surgeon did not confirmed the nail broke at pre ope x-p. The surgeon requested that the reason of broken nail (whether it was due to a false joint) and if the false joint was not the cause of the breakage of the nail, what kind of cause can be considered.

Manufacturer narrative:
The evaluation revealed the long nail kit r1.5, ti, right gamma3® ø10x300mm x 125° to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). During investigation no material, design or manufacturing related issues were found. Mechanical damages ¿ drill marks and chamfer inside the proximal drill hole ¿ had been caused by contact with the step drill. Such damages cause additional notch effects. The nail broke in fatigue manner after an implantation period of more than 13 months which is not considered short term for a temporary implant. The provided x-rays were presented to a medical expert who commented as follows: ¿the radiographs show a massive callus formation. It is not certain that the per-/intertrochanteric fracture has not opened further with at least a partial dislocation in the line of the intertrochanteric fracture. The loosening in the area of the femoral neck screw also speaks for a longer existing instability in this area. The question of whether a pseudarthrosis is present can be clarified only with an MRI, but is now, after prosthetic implantation, probably no longer relevant. So: without final clarity one has to assume that presumably there was a very tight pseudarthrosis, but that it made repetitive micromovements and - in the end - material failure possible.¿ referring to the above the event is classified as not device related, but occurred due to insufficient bone consolidation in timely manner contributed by intraoperative damage of the nail. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
At (B)(6) 2016, the primary surgery was done with gamma long nail. At (B)(6) 2017, the pain occurred and the revision surgery to the artificial femoral head with exceter stem was done. The nail was broken at lag screw hole . Therefore, drilled hole in the femoral condylar and beated up the bail with ametal rod to remove it. The surgeon did not confirmed the nail broke at pre ope x-p. The surgeon requested that the reason of broken nail (whether it was due to a false joint) and if the false joint was not the cause of the breakage of the nail, what kind of cause can be considered.